Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this part number is shipped out of csi. However, the history on this unit is not available as there is no lot control on this item. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. This item was produced on an out to vendor work order and packed at csi. It is no longer produced but fg units are available to service customers. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no reported complaints. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: service & repair confirmed the unit was not functional and not repairable. A definitive root cause is not available for this complaint unit. It is deemed possible the unit's condition was due to wear and tear. Correction and/or corrective action: the unit was scrapped and the customer was directed to purchase a new unit from fg. No further corrective action is necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Leep foot pedal short in connection. Order: (B)(4). Complaint verified 1216677-2021-00138: leep 1000 footpedal assem 6032, e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Leep foot pedal short in connection. Order: (B)(4). Complaint verified. Leep 1000 footpedal assem 6032. E-complaint- (B)(4).